Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference manufacturer report: 3006705815-2018-00404 and 3006705815-2018-00405. It was reported the patient had intermittent shocking sensation shortly after having scs system implanted. The shocking sensation was felt only when system is on. A company representative met with the patient for reprogramming which was unsuccessful. X-ray images showed minor migration on one lead with impedance check showing normal, except on one contact showing low. Surgical intervention was taken to replace the scs system. Stimulation was turned on and effective therapy established post-operatively

Event description:
Device 3 of 3: reference manufacturer report: 3006705815-2018-00404 and 3006705815-2018-00405.